Manufacturer narrative:
The insulin pump had intermittent button response in the up arrow button due to a corroded keypad trace. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were caught in a rain storm prior to the alarm. Customer's blood glucose reading at the time of the call was 215 mg/dl. Nothing further was reported.